Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 390 mg/dl. After changing the supplies on the pump, a correction bolus was delivered. The customer continued to received occlusion alarms and reverted to using another method to manage diabetes. Tandem customer technical support (cts) had the customer perform a system check and the occlusion appeared to be within the cartridge. Cts reviewed the pump t:connect data and it appeared that on multiple occasions, the customer had only primed the tubing with 10.5 units of insulin which suggests that the supplies may have been reused.